Event description:
Complaint coordinator (cc) reports two incidents where the luer connector on the venous fistula needle was cracked. This was noted during patient use by air in the blood line. Cc reports that there were no patient injuries or hopsitalizations associated with these incidents.